Event description:
It was reported that possible myopotential oversensing was observed on stored egms. The oversensing was able to be reproduced with deep breathing exercises while lying down. No programming changes were made. The patient will continue to be monitored.